Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive on (B)(6) 2023, for >80 colony forming units (cfus) of klebsiella pneumoniae, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide the restults of the third party microbiological results and the cds process. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 75 cfus of coagulase-negative staphylococci, 47 cfus of bacillaceae, and 16 cfus of micrococcaceae / burkholderia cepacia. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) was performed by the customer, there were no reports of infections, and no deviations with the reprocessing. The device was stored in a storage case, the date of the last sampling was september 22, 2023, the sample was taken after storage (not immediately after reprocessing). The device was last reprocessed on september 21, 2023 and was reprocessed twice before sampling, the device was quarantined after the positive culture was observed. The automated endoscope reprocessor (aer) used was soluscope, there were no issues with the aer used, the detergent / disinfectant used was soluscope, all of the channels were connected with tubing when placing the endoscope into the aer, the concentration and expiration date of the disinfectant was controlled, the water quality used was unknown, the filter was replaced periodically in accordance with the instructions for use, it was unknown how the endoscope was dried, and the endoscope was stored in a simple cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct 19, 2023. Sampling from: all channels (ch). Cfu: 16 cfu/endoscope (11 cfu/100ml). Bacterial identification: micrococcaceae, burkholderia cepacia. Sampling date: nov 13, 2023. Sampling from: biopsy ch. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: nov 13, 2023. Sampling from: biopsy ch/suction ch. Cfu: 1 cfu/endoscope (2 cfu/100ml). Bacterial identification: staphylocoques coagulase negative. Sampling date: nov 13, 2023. Sampling from: air/water ch. Cfu: 75 cfu/endoscope (139 cfu/100ml). Bacterial identification: staphylocoques coagulase negative. Sampling date: nov 13, 2023. Sampling from: auxiliary water ch. Cfu: 47 cfu/endoscope (294 cfu/100ml). Bacterial identification: bacillaceae. Sampling date: nov 13, 2023. Sampling from: total. Cfu: 124 cfu/endoscope (79 cfu/100ml). Bacterial identification: revivable microorganisms at 30. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end --- scratched, bending section rubber glue --- separated, grip unit --- plate / label --- peel off, channel mount --- scratched, mouthpiece --- scratched, air/water cylinder --- scratched, suction cylinder --- scratched, connector --- scratches, up down knob --- angulation --- less or specified value, biopsy channel --- deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.